Event description:
After nasoenteric tube placed in small bowel guide wire removed. With this lot # all tubes were tried (8 tubes). When guide wire removed distal tip of tube was pulled back out of bowel and into stomach. Multiple implantations into small bowel required to finally maintain small bowel placement.